Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs), multiple back operations, radiculopathy, and peripheral causalgia. It was reported that when the patient was implanted in 2010, the health care provider gave the patient too much medicine and he quit breathing during surgery, so he¿s scared to do surgery again. There were no further complications reported or anticipated.